Manufacturer narrative:
Device evaluation: the complaint sample was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Retained product evaluation: visual inspection on retained products was performed on parallel batch lot# ub32008. 48 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution were clear and colorless. All components were included in the products and were without defects. No visible defects on the product boxes. The printing on the carton and labels is correct. Chemical and microbiological tests were performed on the retain samples and the results were within product quality specification. Product deficiency was not found on the retain samples. Manufacturing records review: the manufacturing records for the healon were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received from a clinical study that a cataract patient experienced a spike in intraocular pressure (iop) with the viscoelastic model/brand healon 5 on the left (os) operative eye. A description of the event from the surgery center indicated the patient had undergone cataract surgery on (B)(6) 2017 and following the cataract surgery during the 4-8 hour post op exam, the iop had rose to 32mmhg. The os was treated with an iop reducing medication. At a one day post op exam, the iop pressure had reduced to 18mmhg. The patient recovered and the event was considered resolved without sequelae. No further information was provided.